Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer performed troubleshooting on their own by restarting the pump. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2018-00178.

Manufacturer narrative:
Correction: device not returned.